Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has moisture damage behind the lcd display screen. The customer's blood glucose reading was 310 mg/dl at the time of incident. Troubleshooting found that the display screen appears to be foggy. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.